Event description:
It was reported to covidien that a customer had an issue with a hemodialysis catheter. The customer reports the catheter was placed and began to leak immediately, from where the hub meets the extension. The catheter needed to be pulled and replaced in a separate procedure.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.